Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow and ok keypad buttons intermittently unresponsive when pressed. It was reported that the buttons no longer click and spring back as usual. Denies any physical damage to keypad. There was no adverse event associated with this complaint.